Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract correctly. The following information was provided by the initial reporter: needle not retracting correctly. (B)(6) 2024. 1. Did any of the reported events have any impact on the patient? Additional sticks. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the reported events. Pain due to additional sticks, no other harm or negative outcome.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of needle retraction issues could not be confirmed from the returned 20g insyte autoguard device. The IV catheter was received separate from the needle and the needle was received fully retracted within the shield. A functional test showed that the reported issue could not be replicated. No manufacturing defects were identified on the returned sample that would contribute to the reported issue. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.